Manufacturer narrative:
(B)(4). Concomitant products: 00801804002, cocr femoral head, 61827404, 00875705801, shell with cluster holes porous, 61740025, 00771301600, modular femoral stem, 11000602, 00784801200, modular neck e 12/14 neck taper, 61768483. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2017 - 00662.

Event description:
It was reported that a patient underwent a closed reduction due to dislocation. No revision procedure has been reported to date. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the provided medical notes. Medical records indicates that patient suffered hip dislocation. DHR was reviewed and no discrepancies were found review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.